Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous creatinine (cre) results generated by the au2700wi-u7 clinical chemistry analyzer. The original results were in the range of 131-295 umol/l. Upon repeat, the results were in the range of 72-134 umol/l. The erroneous results were reported outside of the laboratory and amended reports were issued. Affect to patient treatment is unknown.

Manufacturer narrative:
Qc was within specifications. No additional information is available for this event.